Manufacturer narrative:
(B)(4). Device received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass and vertical cracked lcd controller. Device was received with cracked select button keypad overlay. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had damage at battery compartment. No harm requiring medical intervention was reported. Customer was stated that type was damage was dent. The insulin pump will be returned for analysis.